Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) machine, the caregiver (cg) noticed that there was air in the patient line during the initial drain. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.